Manufacturer narrative:
The reported incident occurred in (B)(6). All information from (B)(6) was supplied in english. However, the information has been translated from french. Consumer was sent the product ingredients and was instructed to seek medical attention. It was reported that the product was previously used 5-6 times prior to this incident. The consumer reported that the product was previously used one week prior to this incident. She reported that the product was used exactly the same way she previously used it according to the instructions. The package insert warns that misuse of the product may result in burns or permanent scarring of healthy tissue or blindness. Although the consumer reportedly used the product according to the instructions, actual usage details of the product (i.e. Time of charge, time after charging, time of application, method of charge, number of treatments and time between treatments) were not provided. Therefore, sufficient information is not available to determine if the product was used according to the recommended instructions for use. The implicated device was collected by reckitt benckiser and sent to royal sanders (canister contract manufacturer) for further evaluation. Royal sanders reviewed the batch record for lot 5007. All process parameters were within specification and the samples which were checked by the qc department at release of the product met the functional product specifications. Several retain samples were activated and checked for functionality. All of the retain samples evaluated met the product specifications. Visual examination of the implicated product did not reveal any abnormalities. Subsequent examination of the implicated product against its technical and product specifications did not reveal any deviations. Based on the batch review and the investigations performed on the retained samples and the implicated sample, it was concluded that the product is meeting its technical and functional specifications.

Event description:
A consumer reported that she heard a crackling noise from the canister after using the product. At which point, the consumer approached the canister and suddenly the product released from the aerosol at the valve stem. The product sprayed on the consumer's face mainly affecting her cheeks and lips. The consumer rinsed her face immediately, but afterwards her face was itchy and small blisters developed on her lips.